Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a skin irritation. The patient's blood glucose (bg) values reached 200 mg/dl. For treatment, the patient was prescribed a cream and tegaderm. The pod was worn on the abdomen. The pod was discarded.